Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.9, lab: 2.9. Facility reports that meter is not working: results are higher on the patients than the lab result. Caller states she knows it happened about 5 times. But, she only has the last result: (B)(6), inratio inr: 5.5, lab 2.9 lab draw taken immediately following fingerstick because high result was not expected. She does not have any additional patient specific information at this time.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 5.5, reference: 2.9, mean: 4.20, confidence limits: 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on 257062 on 09/14/2011 met accuracy criteria. Test results are as follows: donor 102 = 1.8, 2.1, 2.1 inr; donor 103 = 3.2, 2.9, 3.5 inr. At least two out three replicates are within the allowable bias (+/-1.0) of reference results for donor 102 (1.75 inr) and donor 103 (2.56 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.